Event description:
A technician reported system running high voltage and displaying messages during procedures. Additional info from reporter indicated there was no impact to pts as a result of the reported event.

Manufacturer narrative:
The device history records (DHR) for the device was reviewed and there were no unusual findings related to the reported issue and the product was released according to company acceptable criteria. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).